Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: the battery compartment was cracked. Unrelated to the original complaint, rust was observed inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and no further evidence of moisture was found internally. The display was dim and discolored. The audio bolus button cover was damaged; however the audio bolus button was responsive to user presses. The contrast and ok buttons were intermittently responsive. Upon removal of the keypad cover, contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.